Event description:
It was reported by the rep that the device was used during an unk procedure. It was reported the skin stapler does not work well. The staples fall out. It doesn't grab the skin edges. There was no consequence to the pt.